Event description:
It was reported to philips that the device's navigational ring was unable to be adjusted. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
Philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty front bezel. The fse replaced the front bezel. The device passed performance verification testing.

Manufacturer narrative:
The device was being set up for clinical use at the time of the event. There was no report of patient or user harm. The front bezel was returned for failure investigation, and it was identified that previous investigations have shown that liquid ingress due to the variability of the assembly process can cause the navigation ring to fail.